Event description:
The pump emptied in 50 hours instead of 72 hours. Fill volume 300ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial rptr. The report stated that a pump had infused too quickly. The actual device was reported to be available, but have not yet been received. This complaint is under investigation.